Event description:
Patient¿s father contacted dexcom technical support on (B)(6) 2013 to report that patient had required medical intervention while using dexcom cgm.it is unknown if cgm performed in accordance to specifications. It is unconfirmed if patient was using cgm at the time of the event. The date of the event is unknown. The date and nature of the medical intervention is unknown.dexcom technical support has attempted to contact patient several times in order to collect more information around the time of the event but has not been able to reach patient since (B)(6) 2013.